Manufacturer narrative:
Qn#(B)(4). Customer returned a swg without the advancer tubing for evaluation. The lid stock was also returned. The guide wire was observed to have a one distinct kink and one slight bend towards the distal end of the guide wire body. The distal j-bend was intact. Microscopic examination confirmed the kink and bend in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located at 33mm and the bend was located at 12mm from the distal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596mm-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801mm which is within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle. Advancement of guidewire through arrow raulerson syringe may require a gentle rotating motion." The guide wire was able to pass through a lab inventory ars and lab inventory 18 ga introducer needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit includes the following warnings, cautions and instructions for the user: "do not cut guidewire to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." "Do not apply undue force on guidewire to reduce risk of possible breakage." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Clinicians must be aware of potential entrapment of the guidewire by any implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one kink and one bend towards the distal end of the guide wire body. The returned guide wire met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the guidewire was "bigger and didn't feel as smooth and the advancer wouldn't let me get a grip on the wire" during patient use. There was no patient harm. It was reported there was a "slight delay, inconsequential". The patient's condition was reported as "critical patient".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the guidewire was "bigger and didn't feel as smooth and the advancer wouldn't let me get a grip on the wire" during patient use. There was no patient harm. It was reported there was a "slight delay, inconsequential". The patient's condition was reported as "critical patient".